Event description:
It was reported by the patient that they had a pocket revision performed as the device was "protruding" and "irritating" their skin. The patient stated that even after the revision, the device still protrudes and their skin is red. It was later reported by the patient's clinic that the device is functioning normally; the patient's symptoms are related to the location/placement of the device. The patient did have a revision to make the pocket deeper, but the upper left corner of the device continues to protrude and the patient continues to state they feel discomfort because of the protrusion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.